Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that upon conclusion of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) (with stent placement) using the evis exera iii duodenovideoscope, it was discovered that the distal cover was no longer on the scope upon removal. No devices were connected to the scope, and no error messages were observed. It was stated that the condition of the patient was not impacted and the issue did not delay the procedure nor anesthesia. No medical intervention was required, as the patient coughed shortly after extubation and the distal cover was expelled from her mouth. The procedure was completed successfully. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviewed and followed the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspected the distal cover prior to attachment. The facility used care when attaching the distal cover, so that it does not crack. The facility stated that the staff is experienced at applying the distal covers. However, they want to ensure that the staff remain comfortable with the process of attaching the distal cover and confirming it is securely attached. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. It was confirmed that no chemicals were administered directly into the body through forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.), also, no chemicals were administered orally to the patient before device inspection, and there were no chemicals used during endoscope preparation and pre-use inspection. However, the facility confirmed the following additional information regarding chemical usage: chemicals were applied directly to the distal end of the endoscope. Chemicals were administered through the cannula during endoscope insertion. Endoglide+ is typically used as a lubricant on the distal end of the scope and contrast is also used through the sphincterotome during the procedure. Anti-foaming agents, anesthetic sprays, or defoamers are not added to the water container. Per the facility, although it was confirmed that a crack was not observed on the distal cover before attaching it to the endoscope; it is unknown when the crack was observed. The facility also confirmed that there has been no change in the storage method of the distal covers since experiencing the detachment issue. Although the distal covers remain in their sterilization pack, they are removed from the product carton and stored in a bin, in a cabinet, in the procedure rooms.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are presumed to be the following: the cover was broken by chemical attack due to adhesion of chemicals such as anti-fog agent, the cover was insufficiently attached to the scope, and/or the cover received stress during the procedure such as contact with mouthpiece, frictional load by twisting/pushing/pulling the scope in body. The event can be detected and/or prevented by following the instructions for use which state: "operation manual includes the detection way in chapter 4 - 4.1. Operation manual includes the preventive measures in chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.